Event description:
It was reported that during chemical injection, chemical leaked from the chemical bag in the cassette and also leaked from the cassette. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device sample was received in unused condition, in a plastic bag. Three pictures were also provided. In one of these pictures the medication bag is broken in the tube area. During visual inspection of the device, no discrepancies were found in the device. During functional testing, a leak in the medication bag was detected. The complaint was confirmed. The root cause was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.